Manufacturer narrative:
Additional devices for this complaints: bat204977 / catalog number 1650de / expiration date: 02/29/2016 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that two batteries connected to the controller a few times a day gave out signals as if they were connected to the controller. The signal is very short. After the signal stops, operation is normal. During the first few days it happened only once a day, later it happened up to four times a day. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Serial: battery/(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported events of "very short signals as if the batteries were connected to the controller". Two batteries, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that (B)(4) passed visual examination and functional testing. (B)(4) passed visual examination but failed functional testing due to a high max error; this is an additional observation not related to the reported event. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the flashing red can be attributed to a battery that is out of calibration. Log file analysis revealed that the controller, (B)(4), in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(4). However, momentary disconnections will result in an audible tone which was most likely perceived by the patient as the reported "very short signals". The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. The manufacturer has opened an internal investigation to evaluate communication errors between controller and battery. Additional devices for this complaints: (B)(4). Device available for evaluation? 07/20/2017. Device evaluated by MFR? Yes, returned to manufacturer. Device manufacture date: 02/04/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.